Event description:
When rptr attempted to fill bag with IV medication there was a leak in the seam where the tubing enters the bag. The bag was quarantined at branch and is available for inspection by MFR.